Event description:
The hospital reported t.w. Power supply was no longer working. There was no patient involved.

Manufacturer narrative:
Tw ID# (B)(4) since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. The serial number and mfg date have not been provided despite multiple attempts to obtain the information. Therefore, the production identifier fields are not available.

Manufacturer narrative:
Trackwise#: (B)(4). The reported device is an OEM device, therefore, a lot history review was not applicable. The product is not returning. A serial number was not provided and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. Neither a lot/serial number or, a manufacture/expiration date were provided, therefore only a partial UDI # is available.

Event description:
N/a.